Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient received inappropriate shocks due to noise. The device was reprogrammed. Patient will be monitored remotely. Patient's condition is stable.